Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump was unable to charge. Reportedly, the pump began to successfully charge and the alert cleared using an alternate usb cable and the existing wall adapter. The customer's blood glucose level was approximately 160 mg/dl. Replacement charging cable sent to customer to resolve the issue.